Event description:
It was reported that pump experienced malfunction alarm that occurred without any notable events beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin by injection, did not require help from third party. Technical support reset pump using provided instructions; malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction happened again, and customer acknowledged these instructions.